Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the device was in backup vvi mode. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi mode during a routine follow up. A software download was unsuccessful. The device was explanted and replaced on (B)(6) 2014.